Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, it was found that the right atrial lead exhibited a loss of capture. The lead was capped and replaced on (B)(6) 2021. There were no patient consequences.

Event description:
New information received notes that the lead was explanted.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a partial lead was returned in three pieces. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths at the distal portion which is consistent with procedural damage. Visual and x-ray inspections of the partial lead did not find any anomalies except for procedural damage.

Event description:
It was reported during an in-clinic follow-up, no capture noted on right atrial (ra) lead. The lead was capped and replaced. There were no patient symptoms reported.